Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message, "replace sensor," while wearing the adc freestyle libre 2 sensor. On (B)(6) 2020, the customer stated they could no longer walk and were unable to treat themselves. The customer received grape sugar and a cola from a work colleague for hypoglycemia. There was no report of death or permanent injury associated with this event.